Manufacturer narrative:
Pump passed displacement test, self test, active current measurement and sleep current measurement. No low battery alert noted during testing. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump trace download analysis confirmed the pump alarmed a normal low battery alert on 05/29/2025 06:03:02, 06/02/2025 11:30:00.000. Battery cycle 11.0 received the lowbatteryalert (104) on 06/02/2025 11:30:00 faster than expected at 4.1 days. Battery cycle 10.0 received the lowbatteryalert (104) on 05/29/2025 06:03:00 faster than expected at 4.23 days. Battery cycle 9.0 received the lowbatteryalert (104) on 05/24/2025 23:48:00 faster than expected at 4.1 days. With reference to the baat tool instructions, the customer experience an unexpected battery power loss of less than 7 days per the pump history records. Pump was cut open no moisture damage electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The p-cap/reservoir does lock properly. The following were noted during visual inspection: unit had scratched case, missing display window cover, stained keypad overlay, cracked battery tube threads, cracked case (battery tube), broken belt clip rails. No low battery alert noted during testing. Customer experiences an unexpected power loss of less than 7 days per the pump history records. However, the pump failed low battery in trace history isolated to electronic defective. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced short battery life with the insulin pump and also reported damage to insulin pump. The customer reported no adverse event. The event involved product(s) mmt-1884l. Attempts were made to contact the customer for full troubleshooting and collection of required information, but no further details were obtained. No harm requiring medical intervention was reported. No product return is required for mmt-1884l.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.